Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: reporter name: requested, unknown. E2: health professional: requested, unknown. E3: occupation: requested, unknown. Since it was unknown whether the actual device was contaminated by infectious agents, the package of actual device could not be opened to confirm its condition. Visual inspection of the actual device from the outside of package - the actual device was stored in a peel pack. - no anomaly was found in any visible sections. History investigation of the product with the involved product code/lot number - no anomaly was found in the manufacturing record and the shipping inspection record. Cause of occurrence/conclusion: no anomaly was found in the manufacturing record and the shipping inspection record. Since it was unknown whether the actual device was contaminated by infectious agents, detailed investigation of it could not be performed, and it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guidewire and/or endotherapy device and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guidewire could cause patient injury, such as perforation, hemorrhage or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy device." Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that after the case completed, it was found that the coating of g-260-2545a was peeled off. No unusual movements were observed during the case. The case itself was completed without any problems. Patient was not harmed.